Event description:
Device has been explanted.

Event description:
Physician reported left side pain and breast deformity, capsular contracture baker grade IV, rupture, and "in the upper external quadrant, line b (3 cm from the nipple), 2' radius, nodule is observed ". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side pain and breast deformity, capsular contracture baker grade IV, rupture, and "in the upper external quadrant, line b (3 cm from the nipple), 2' radius, nodule is observed ". Device has been explanted.